Event description:
When placing the bolt during an ablation procedure, physician reported that the driver was getting stuck in the host adapter. The same problem occurred with the second set of instruments. Aborted procedures are considered serious injuries in cancer patients.